Event description:
Boston scientific crm received information that approximately two months following implant, this lead had dislodged, which caused loss of capture and sensing. It is believed this is due to twiddler's syndrome. During the revision procedure, the stylet could not be passed through the terminal pin. Therefore, this lead was explanted and a new one implanted.